Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: bi71000538r, serial/lot #: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the reported event was unable to be replicated, and the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was sporadically unable to undock. The system was rebooted, and the issue resolved. This issue was noted outside of a procedure, and there was no patient involvement.